Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigation and a definitive cause for the reported mitral stenosis cannot be determined. The reported patient effect of mitral stenosis, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increase in pressure gradient. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips were successfully implanted. A third clip was advanced to attempt to further reduce the mr, grasping was performed and the mean pressure gradient increased to 5 mmhg. Mr was reduced to 1. A total of three clips were implanted. There was no clinically significant delay in the procedure. On (B)(6) 2017, after the procedure while the patient was in ICU, the pressure gradient had increased to 6-7 mmhg. During a follow-up visit on (B)(6) 2017, the pressure gradient measured 10 mmhg. The patient remains stable. No additional treatment is planned. No additional information was provided.